Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed a vertical split of around 1 mm, approximately 20 cm above the male luer. Pressure testing confirmed the leak as fluid was observed leaking from a vertical split in the tubing approximately 200mm above the male luer. The root cause of the split was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak was identified during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.